Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of asdws0068 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdws0068) have been reported from the same facility in france.

Event description:
It was reported that the extender suddenly disconnected from the huber needle tubing. It was stated disconnection of a diffuser in the middle of the night, at the patient's home the patient presented to the emergency room, the catheter of the implantable chamber had to be unblocked but there was no other suites.